Manufacturer narrative:
Section a2 (age), a3b, a4, a5 and a6: unknown; information not provided. Section e1: email address: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A patient implanted with a multifocal symphony intraocular lens (iol) exhibited symptoms of dysphotopsia. The lens was explanted and replaced with a monofocal iol in secondary surgical procedure without any complications. No additional medical interventions, such as vitrectomy, sutures, or incision enlargement, were required during the procedure. The patient¿s outcome was reported to be fine. No further information is available